Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to pain and pseudo tumor. Head and liner were revised to an adm/mdm liner construct and ceramic head. The well-fixed and well-positioned shell and stem were not revised.